Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door issue, which was reproduced as "door not fully latched" messages. The messages were found to be caused by a loose link screw. The screws were replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no pt involvement.